Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, stem and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2009505: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional items involved in the event, batch review performed on (B)(6) 2023: liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 2217719 lot 2217719: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 2218764, lot 2218764: (B)(4) items manufactured and released on 18-nov-2022. Expiration date: 2027-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.